Manufacturer narrative:
It was reported that the patient was treated for two right sided calculi (right ureter and right kidney). 2000 shockwaves were administered to the ureter calculus; the energy was gradually ramped up to a maximum level of 7 and rate of delivery was 120 shockwaves per minute. The second caculi located in the right kidney also received 2000 shockwaves, and the energy was gradually increased to a maximum level of 6.5. The unit was tested the following day and met the manufacturer's specifications. Hematomas are a known side effect of lithotripsy, which is addressed in our IFU.

Event description:
Allegedly, following a lithotripsy procedure, the patient presented with a hematoma the same day and was admitted to the hospital.